Event description:
Patient tested blood glucose on suspect device obtained blood glucose reading of 242 mg/dl. Patient then passed out and paramedics called. Paramedics tested blood glucose on emergency medical technician blood glucose device and obtained blood glucose reading of 35 mg/dl. Patient was given 3 glasses of sugar water.